Manufacturer narrative:
Returned device was received in damaged physical condition. The enclosure and tank cover were both cracked and there was noted wear and tear to the line cord and front cover. During the evaluation of the device, it was found that an led was broken off the pcb due to impact damage by the customer. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer had a broken led on the circuit board. There were no reported adverse events.

Manufacturer narrative:
Other, other text: additional information was received indicating that there was no patient involvement.